Event description:
Received information that an 840 ventilator was inoperable when plugged into alternating current (ac) source. Device was not being used on a pt when event occurred. Covidien customer support engineer verified the malfunction. Cse inspected the device and replaced the power supply. Device pass extended self test (est), short self test (sst), performance verification test (pvt) and all calibrations.

Manufacturer narrative:
(B)(4).